Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response, due to corroded keypad traces. No unexpected numbers scrolling were noted during testing. The insulin pump was also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
The customer's parent called and reported that the numbers on the insulin pump were continuously scrolling. The customer's blood glucose was over 250 mg/dl. No significant events leading to the keypad issues were recalled, however it was stated the customer would work and get sweaty. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.